Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the upper trigger was sticking (binding), the coupling head was worn, the unit showed signs of immersion, an unknown liquid was found in the back of the electronic control unit, the motor was worn and had an unusual noise. The assignable root cause was determined to be due to normal wear and improper cleaning due to failure to follow the sterilization, and/or maintenance procedures per the directions for use. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during a sternal rewiring/plating surgery, it was observed that the small battery drive device would not work. It was reported that there was a five minute delay in the surgical procedure in order to obtain a spare device and the surgery was completed successfully with no further incident. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.